Event description:
Pt called today 02/17/06, to c/o foley bag not draining while she was a pt in the hosp stated had worst pain she had ever experienced, staff came in looked at foley bag, stated it was draining because had 100cc in bag. Played with bag and tubing then 1100cc flowed out. No kink in tubing - just would not drain. Same thing happened during night and 1800cc flowed out. Pt's husband stated it was like bag had no air in it which would not allow free flow.